Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that since (B)(6) 2022 to (B)(6) 2023, the infusion set's tubing detached from the connector and this issue occurred with five infusion sets. Therefore, the patient's blood glucose level was 405 mg/dl at the time of this event. Reportedly, they would tape the tubing to the site, and it still detach due to the connector not working as intended. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.